Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding the reliance field safety notice and the delay of receiving a complete list of their affected patients. It was noted that there were two patients with lead integrity issues discovered via latitude, but the specific serial numbers were not provided. Exhaustive attempts were made for further details regarding these events, but no further information was provided. At this time, these leads remain implanted and in-service. No adverse patient effects were reported.